Event description:
The customer stated that she tested her blood glucose using her new contour meter (7151b) and her older contour meter. The new meter read 215 mg/dl, while the older meter read 84 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.